Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not reported at the time of the incident. The customer reported a power loss and that the insulin pump did not accept new batteries, leading to the insulin pump to shut down and being unusable. Troubleshooting was not provided. The insulin pump will return for analysis.